Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay/user patient called lifescan (lfs) in 2007 and alleged his one touch ultra meter would not power on. The patient stated he was unable to test on his meter for two to three days, but he does not recall the last result or the date/time it was obtained. He takes metformin once a day, and has continued to take it as directed. On the same day, at 5:00 am, the patient woke up feeling dizzy and was unable to stand up. He stated that he did not eat. He attempted to test, but the meter would not power on. The paramedics were called and they took the patient to the hospital. He does not recall if the paramedics tested his blood glucose. At the hospital, his blood glucose was tested and the result was high (does not remember the specific result). The patient stated he was given insulin shots. He was also diagnosed with a urinary tract infection and was treated with antibiotics. He was given a new meter upon discharge. The patient states, he would have adjusted his medication as per his physician's recommendation had he known his blood glucose was high. The patient was using the correct test strips, but he had not replaced the battery according to the owner's manual. He did not have his meter with him at the time of the call to troubleshoot. The patient received a replacement meter from his healthcare provider organization. An extra meter has also been sent. This complaint is being reported, as the patient alleged the meter would not power on and during this time he was treated for hyperglycemia.